Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black at the visual section. There was no reported patient injury. The device was used following access via the left femoral artery with a 5f non-cordis sheath, and after multiple catheter exchanges from a 6f 43 cm non-cordis sheath to treat the right popliteal artery to a 6f 10 cm non-cordis sheath, the exoseal was used. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.